Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error during bolus. The customer's blood glucose was 220 mg/dl. The device was not exposed to a strong magnetic field or MRI. The customer does not use the sensor feature. While trying to perform troubleshooting the call was dropped. Nothing further was reported.